Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent non capture was noted on the right ventricular (rv) lead. An x-ray suggested the lead "appears to be bent over on itself". The lead was reprogrammed and lead replacement has been scheduled. No patient complications have been reported as a result of this event.